Manufacturer narrative:
Failure analysis noted that the pump had blank display and the problem was isolated to the mother board. They were unable to test for the watchdog timeout alarm or the display anomaly/black screen due to the blank display. There was no constant tone noted.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was unknown. The pump alarmed watchdog timeout and it was giving a constant tone. The customer inserted a new battery but the pump did not return to normal. The pump had a blank display. Troubleshooting was not able to resolve the issue. The device was returned for analysis.